Manufacturer narrative:
(B)(4). No patient issues; leak was noticed after the case.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the cooler heater unit was leaking out from the bottom. There were no reported adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) found that the elbow connector from the top of the small tank was leaking from the back side. The elbow had loosened from the black hose and the hose clamp was too low on the tubing to prevent leakage. The fsr reattached the elbow from top of small tank to the hose on the cooler heater unit and properly tightened the hose clamp to prevent leaking. The fsr tested the unit and found no leaks. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.